Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the mid right coronary artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.3 mm. The physician treated the lesion with placement of a 3.00 x 16 mm taxus liberte stent with 0% residual stenosis. During the procedure a grade a distal dissection resulted from placement of the study stent which was treated by deploying proximally and overlapping a 2.75 x 12 mm taxus liberte stent. The patient was discharged the next day on aspirin and prasugrel.